Event description:
During a lead revision procedure, the physician noticed that the header was stripped at the site of the lead fastening. The pt was implanted with a new advanced bionics spinal cord stimulator.